Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. The lesion being treated was located in the 90% stenotic, mildly calcified and mildly tortuous mid left anterior descending (lad). The physician predilated the lesion with a balloon (unk size/type) at 10 atms. The physician then implanted the 3.5x20mm taxus express2 drug eluting stent in the mid lad at 9 atms. The stent was post-dilated with the stent delivery sys at 14 atms. The dilation of the stent was confirmed with intravascular ultrasound, and there were no issues noted. The pt was discharged 6 days later and prescribed plavix and aspirin. At 13 days after the date of implant, the pt presented with chest pain. The pt lost consciousness and ventricular fibrillation was confirmed. Heart massage was performed and medications were given, and the pt developed a rapid heart rate. Thrombosis was confirmed in the 3.50 x 20mm taxus stent. The thrombosis was aspirated and the stent was dilated with a balloon, but the pt failed to regain consciousness. The pt died on the following day. The relationship between the event and the taxus stent is unk, and the pt was compliant with antiplatelet medication. The official cause of death is listed as acute myocardial infarction for thrombotic obliteration.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.